Event description:
It was reported that the patient experienced diabetic ketoacidosis after running out of insulin and being off the pump due to insurance issues, with subsequent memory-related difficulty using the pump and a request for additional training; the device remained disconnected, and the event was not related to the ilet system. Symptoms included vomiting and dizziness. Outcomes included emergency medical services activation, intensive care treatment for dka, transfer to a regular ward, clinical stabilization, and hospital discharge. Investigation included review of available records and assessment for device-related alerts, which identified a hospitalization alert without device alarms or malfunctions. Investigation of this case revealed no device performance issue, with the event attributed to lack of insulin therapy unrelated to device function. It was concluded, based on previously established findings for similar reports, that user-related circumstances and therapy interruption were the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.